Event description:
Medtronic received information that a patient had two ped3 pipelines fail to open in the middle section. The patient was being treated for an amorphous, unruptured, left sided large cavernous aneurysm partially thrombosed. The max diameter was approximately 20mm. The distal landing zone was 4.5mm and the proximal landing zone was 4.8mm. Vessel tortuosity was moderate. Dual antiplatelet therapy was administered. Physician was satisfied with pru levels.  Echelon 10 placed into aneurysm and an axium coil taken through in to phenom 27 placed to m2 , which was extremely challenging, wire taken around the aneurysm and up to m2, however, loop remained in aneurysm, required a solitaire stent to anchor distally to then remove the loop from the aneurysm. Device taken through microcatheter initially opened in distal m1 segment 1/5th opened, drawn back into internal carotid artery (ica) very gently, positioned distally at terminal ica, next mid segment appeared to not open fully despite unloading system and centralizing several times, pushing device out with light forward pressure on catheter. Resheathed in that segment again and appeared as a ribbon around the outer bend of curve, attempted several times but no difference. Device fully resheathed to terminus of ica, to attempt to drop at desired location directly however position lost and system dropped back completely. Device removed - catheter replaced back up to m2 and second device attempted same size, with the same result completely. It failed to open in the middle. The pipeline was positioned in the bend. 360 degree bend at aneurysm neck which is were the device had difficulty opening. The middle part was positioned in a bend. Less than 50% of the pipeline was deployed when it failed to open. The pipeline was resheathed more than 2 times. O additional steps were taken to open the pipeline. The pipeline was resheathed and removed with the microcatheter. Due to long length of procedure, patient at present has symptoms of contrast overload, which will hopefully resolve symptoms specifically: agitation, confusion. Ancillary devices:  neuron max 80cm / navien 072 115cm, phenom 27 catheters.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.